Manufacturer narrative:
(B)(4): (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex. On the same day, it is reported that a myocardial infarction (mi) occurred. It is unknown whether the reported event is related to the target vessel. The investigator did not indicate whether the reported event was related to the study device/procedure. Patient has had no other adverse events at 3 month check.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the stent was implanted beyond its expiration date.